Event description:
Reporter alleged discrepant patient's blood glucose results using two different meters versus comparisons, however, it was not known which meter generated each of the blood glucose readings. Reporter stated patient's blood glucose measured 77 mg/dl by the emergency medical technicians (emt's) and after being delivered to the emergency room (ER); a meter read 87 mg/dl at 14:04. Reportedly a lab results of 16 mg/dl was performed at 14:22, a meter result of100 mg/dl at 15:07, a meter result of 256 mg/dl at 15:28, a meter result of 22 mg/dl at 15:30, and a lab measurement of 23 mg/dl performed at the same time. As a result of the comparisons, the patient reportedly underwent intubation based on the higher reading from the meter and when determined to have a low blood glucose from the last lab reading; the patient was then treated with 50 mg of dextrose (4 times) and a d-10 drip. Reporter indicated quality control testing was performed on both meters and the results were within an acceptable range as well as the same vial of test strips were used on both glucose meters during the time of testing. A request was made for the return of the suspect.